Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. The reporter stated that the pump was extremely hot after it was discovered that the display screen was shattered after the patient had a seizure and fell on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 01/17/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: review of the black box history revealed no activity outside of normal use. The pump powered on with auditory and vibration. The display screen was observed to be blank upon start up. Further testing and verification of initial complaint of temperature issue was prohibited due to the blank screen. The pump cover was removed and the display screen was observed to be cracked.